Event description:
Reporter had hysterectomy surgery on (B)(6) 2025 at(B)(6) children¿s hospital (B)(6) women¿s hospital. Post-op she was prescribed 0.3 mg of remifentanil through an infusion pump. The pump gave her 3 mg instead. Reporter states her blood pressure tanked to 70/30 and she went unconscious. Hospital staff had to give her narcan to regain consciousness. Hospital investigation states that this event was an overdose due to a programing error.